Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reat0423 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s, caller's sister is chronically ill with a condition that causes release of histamine into the blood and reactions to various substances. Her sister has had powerpicc for several years and most recently powerpicc item 3275355 was placed. She reports that her sister is suddenly getting dvt's from the piccs and she is calling to find out if there has been any change in the manufacturing process, including any material changes, in the past 12 months. She said even the slightest change could be what is causing the clots.